Event description:
A (B)(6)-year-old female admitted (B)(6) 2020 via ed with sepsis, pneumonia, nstemi, elevated troponin. Underwent left heart cath via rfa, closure with vascade device noted unsuccessful. Post-procedure, developed respiratory distress, intubated. Developed retroperitoneal hemorrhage with acute limb ischemia requiring return to surgery for right iliofemoral thrombectomy via groin incision, and 4-compartment fasciotomies. Operative findings: collagen plug from vascade device was deployed into right superficial femoral artery causing occlusion of the common femoral artery, superior femoral artery, and profunda, with right lower extremity compartment syndrome. Pt critically ill in the operating room, maxed out on pressers, with ards. With worsening status, family opted for comfort measures and pt expired (B)(6) 2020.